Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 - reporting location is united kingdom, not japan. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the delay is possible due to the device malfunction. The root cause of the delay could not be specified. Additionally, based on the investigation and investigation results in the past it is likely the phenomenon of the guide wire tip tore could be caused by the following: trying to insert the device into the endoscope while using the guide wire, the device was excessively angulated while inserting the guide wire into the guide wire tip, and/or a load beyond the resistance strength was applied to the guide wire tip. The event can be prevented by following the instructions for use which state: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, the single use mechanical lithotriptor v silicone tip was ripped and came off. The event occurred during procedure. And an extra lithotriptor basket was used to complete the operation with no more than a15 minute delay. There was no patient harm or user injury reported due to the event.